Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused death. The patient's representative did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 was corrected to reflect "death" which was correctly reported in section b2 in the original report. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a bipap device's sound abatement foam became degraded and caused death. The patient's representitive did not report to receive any medical intervention. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.